Manufacturer narrative:
.

Event description:
It was reported that during a viseral surgery the tissue pad on the device melted. There was an error code on the generator. There was no patient consequence.